Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. Section d9 has been updated to reflect that the product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the root cause of the crack was defective purge disc retainer and the root cause of the bent ac power cord prong was not determined.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section h9 has been updated to include the FDA correction/removal reporting number, which was inadvertently omitted from the initial report.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During inspection, a crack was identified in the blue retainer, which was replaced. The purge disc flag and spring were also replaced as a precaution. The purge system was tested and was reported to function as expected. It was additionally noted that the optical bench was replaced after 7,573 hours of use. Further inspection identified that the power cable had a bent prong at one of the terminals, and the power cable was replaced. Following completion of these maintenance and repair activities, the controller was tested and reported to be functioning as expected. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.